Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and protein s deficiency ('protein s deficiency') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included protein s deficiency, deep vein thrombosis and pulmonary embolus. Concurrent conditions included thrombosis since (B)(6) 2008, condyloma, condyloma excision and overweight. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2018, drospirenone;ethinylestradiol betadex clathrate (yazz) from (B)(6) 2008 to (B)(6) 2008, fenofibrate since (B)(6) 2018, warfarin since (B)(6) 2008 and zolpidem since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced mood swings ("mood swings,hormonal changes,") and depression ("depression"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, short term memory loss,nuero condit/problem") and amnesia ("neurological conditions or problems type: brain fog, short term memory loss"). In (B)(6) 2011, the patient experienced back pain ("pain: joint, hips, back,pain back") and arthralgia ("pain: joint/ hips, back"). In (B)(6) 2014, the patient experienced blister ("rashes or skin conditions type: blisters") and sensitive skin ("rashes or skin conditions type: blisters; skin sensitivity"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), protein s deficiency (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headache feels like a shock") and tooth fracture ("all are breaking hurt to eat"). The patient was treated with surgery (ablation on (B)(6) 2016, scheduled on (B)(6) 2019 and ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, protein s deficiency, abdominal pain, vulvovaginal pain, back pain, dysmenorrhoea, dermatitis allergic, mood swings, depression, blister, sensitive skin, migraine, tooth disorder, feeling abnormal, amnesia, arthralgia, fatigue, dysgeusia, alopecia, headache and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, blister, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, protein s deficiency, sensitive skin, tooth disorder, tooth fracture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 161lbs. Approximate weight at the time of essure placement 170 lbs. 2 coils were noted from the right ostia and 1 coil were from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received : reporter information and new event all are breaking hurt to eat were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath'), heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and protein s deficiency ('protein s deficiency') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included protein s deficiency, deep vein thrombosis and pulmonary embolus. Concurrent conditions included thrombosis since (B)(6) 2008, condyloma, condyloma excision and overweight. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2018, drospirenone;ethinylestradiol betadex clathrate (yazz) from (B)(6) 2008 to (B)(6) 2008, fenofibrate since (B)(6) 2018, warfarin since (B)(6) 2008 and zolpidem since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced mood swings ("mood swings,hormonal changes,") and depression ("depression"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, short term memory loss,nuero condit/problem") and amnesia ("neurological conditions or problems type: brain fog, short term memory loss"). In (B)(6) 2011, the patient experienced back pain ("pain: joint, hips, back,pain back") and arthralgia ("pain: joint/ hips, back"). In (B)(6) 2014, the patient experienced blister ("rashes or skin conditions type: blisters") and sensitive skin ("rashes or skin conditions type: blisters; skin sensitivity"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), protein s deficiency (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headache feels like a shock") and tooth fracture ("all are breaking hurt to eat"). The patient was treated with surgery (ablation on (B)(6) 2016, scheduled on (B)(6) 2019 and ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, protein s deficiency, abdominal pain, vulvovaginal pain, back pain, dysmenorrhoea, dermatitis allergic, mood swings, depression, blister, sensitive skin, migraine, tooth disorder, feeling abnormal, amnesia, arthralgia, fatigue, dysgeusia, alopecia, headache and tooth fracture outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, blister, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, protein s deficiency, sensitive skin, tooth disorder, tooth fracture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight as of 30-07-2019: 161lbs. Approximate weight at the time of essure placement 170 lbs. 2 coils were noted from the right ostia and 1 coil were from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and protein s deficiency ('protein s deficiency') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included protein s deficiency, deep vein thrombosis and pulmonary embolus. Concurrent conditions included thrombosis since (B)(6) 2008, condyloma, condyloma excision and overweight. Concomitant products included citalopram from september 2017 to january 2018, drospirenone;ethinylestradiol betadex clathrate (yazz) from may 2008 to july 2008, fenofibrate since (B)(6) 2018, warfarin since (B)(6) 2008 and zolpidem since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced mood swings ("mood swings,hormonal changes,") and depression ("depression"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, short term memory loss,nuero condit/problem") and amnesia ("neurological conditions or problems type: brain fog, short term memory loss"). In (B)(6) 2011, the patient experienced back pain ("pain: joint, hips, back,pain back") and arthralgia ("pain: joint/ hips, back"). In (B)(6) 2014, the patient experienced blister ("rashes or skin conditions type: blisters") and sensitive skin ("rashes or skin conditions type: blisters; skin sensitivity"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headache feels like a shock") and protein s deficiency (seriousness criterion medically significant). The patient was treated with surgery (ablation on (B)(6) 2016, scheduled on (B)(6) 2019 and ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain, back pain, dysmenorrhoea, dermatitis allergic, mood swings, depression, blister, sensitive skin, migraine, tooth disorder, feeling abnormal, amnesia, arthralgia, fatigue, dysgeusia, alopecia, headache and protein s deficiency outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, blister, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, protein s deficiency, sensitive skin, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 161lbs. Approximate weight at the time of essure placement 170 lbs. 2 coils were noted from the right ostia and 1 coil were from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. New event added: protein s deficiency. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included protein s deficiency, deep vein thrombosis and pulmonary embolus. Concurrent conditions included clot blood since (B)(6) 2008, condyloma and condyloma excision. Concomitant products included citalopram from (B)(6) 2017 to (B)(6) 2018, drospirenone;ethinylestradiol betadex clathrate (yazz) from (B)(6) 2008, fenofibrate since (B)(6) 2018, warfarin since (B)(6) 2008 and zolpidem since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced mood swings ("mood swings") and depression ("depression"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, short term memory loss") and amnesia ("neurological conditions or problems type: brain fog, short term memory loss"). In (B)(6) 2011, the patient experienced arthralgia ("pain: joint/ hips, back") and back pain ("pain: joint, hips, back"). In (B)(6) 2014, the patient experienced blister ("rashes or skin conditions type: blisters") and sensitive skin ("rashes or skin conditions type: blisters; skin sensitivity"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and headache ("headache feels like a shock"). The patient was treated with surgery (ablation on (B)(6) 2016 and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, mood swings, depression, blister, sensitive skin, migraine, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, arthralgia, back pain, fatigue, dysgeusia, alopecia, pelvic pain, abdominal pain, vulvovaginal pain and headache outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, blister, depression, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, sensitive skin, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. 2 coils were noted from the right ostia and 1 coil were from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs, mr & social media received. Event injury nos was replaced by the new events: hormonal changes describe: mood swings and depression, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: blisters, skin sensitivity, migraines / headaches, dental problems, neurological conditions or problems type: brain fog, short term memory loss, dysmenorrhea (cramping), pain: joint, hips, back, pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath, abdominal, vaginal, fatigue, other injury(ies) or complication (s) please describe: metallic taste, hair loss, did you undergo an essure confirmation test? No. Event added from social media: headache feels like a shock. Concomitant drugs, conditions, historical conditions and reporter's information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sharp whenever I would bend over or twist. Turned sharp whenever I would take a deep breath'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included protein s deficiency, deep vein thrombosis and pulmonary embolus. Concurrent conditions included thrombosis since (B)(6) 2008, condyloma and condyloma excision. Concomitant products included citalopram from (B)(6) 2018, drospirenone;ethinylestradiol betadex clathrate (yazz) from (B)(6) 2008, fenofibrate since (B)(6) 2018, warfarin since (B)(6) 2008 and zolpidem since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced mood swings ("mood swings,hormonal changes,") and depression ("depression"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog, short term memory loss,nuero condit/problem") and amnesia ("neurological conditions or problems type: brain fog, short term memory loss"). In (B)(6) 2011, the patient experienced back pain ("pain: joint, hips, back,pain back") and arthralgia ("pain: joint/ hips, back"). In (B)(6) 2014, the patient experienced blister ("rashes or skin conditions type: blisters") and sensitive skin ("rashes or skin conditions type: blisters; skin sensitivity"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dermatitis allergic ("allergy: rash/skin condition") and headache ("headache feels like a shock"). The patient was treated with surgery (ablation on (B)(6) 2016, scheduled on (B)(6) 2019 and ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, vulvovaginal pain, back pain, dysmenorrhoea, dermatitis allergic, mood swings, depression, blister, sensitive skin, migraine, tooth disorder, feeling abnormal, amnesia, arthralgia, fatigue, dysgeusia, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, blister, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, sensitive skin, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 161lbs. Approximate weight at the time of essure placement 170 lbs. 2 coils were noted from the right ostia and 1 coil were from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : following event was added : allergy: rash/skin condition. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.